Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn (B)(4)) did not power on. No patient was involved with this event. No further information was provided.

Manufacturer narrative:
Evaluation of the returned autopulse platform (sn (B)(4)) found that it was able to power on and off as intended multiple times during functional testing. The archive data review revealed no incidence of the platform unable to power on. The reported event was not confirmed. As part of routine service during testing, the platform was examined and during initial take up, displayed a (ua) 16 (timeout moving to take-up position) error message which was attributed to a corroded drive train motor at the brake housing area causing the drive train to exhibit binding and resistance. The corroded drive train motor and the ua 16 error message are unrelated to the reported event. Additionally, the archive data revealed that the platform was not powered on from (B)(6)2017 to (B)(6) 2017. The platform not being powered on for an extended period of time and the humid weather condition are known to cause the drive train to corrode in rare cases. After the drive train was cleaned and the brake gap was re-adjusted to specification, the ua 16 was resolved and the platform was further tested using a large resuscitation test fixture and operated as intended and passed all final testing without any further issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).